Event description:
Customer wore a pod for about 16 hours prior to deactivating it. At 4:01pm, his bgs were high at 344 mg/dl. Approximately 2.5 hours later, his bg registered 328 mg/dl. By 10:24pm that night, his bg was still above normal at 293 mg/dl. The next morning, it was within normal range (235 mg/dl) but then rose again by 9:28am to 356 mg/dl. The customer decided to change the pod. The product will be returned for evaluation.

Manufacturer narrative:
Internal discoloration was found within the returned pod, indicating a possible fluid leak. Residual fluid and corrosion were found on the battery compartment and on most surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment had also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedure). Product lot qualification records were reviewed and determined to have met all acceptance criteria.